Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Although a photograph (s) has been received, no evaluation will be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an infection and worsening of her existing mucocutaneous separation after using the natura convex wafer. It was reported that soon after her surgery in (B)(6) 2018, she developed mucocutaneous separation. She was using another brand flat wafer at the time. The end user was subsequently re-hospitalized around (B)(6) 2018 for dehydration, acute renal failure, liver infarction and cardiac premature ventricular contraction (pvc¿s). At that time, the hospital ostomy nurse gave the end user the convex wafer to try because, the end user was changing her wafer multiple times per day due to a partly flush stoma and the os (ostomy opening) pointed to the side. The end user reported that within a few weeks of using the convex wafer, she noticed that the area of mucocutaneous separation seemed worse. She reported the mucocutaneous separation was ¿from 2-4 o'clock with approximately 0.5 inch length and from 7-11 o'clock with approximately 1.5 inch length and 0.25 inch depth¿ and that both areas had red wound beds and drainage. The end user further reported there was dark purple/black/red skin extending out from this area approximately 0.5 inches. No detailed information regarding the extent or appearance of the mucocutaneous separation prior to using the convex wafer was provided; therefore, the degree of worsening was undetermined. The end user saw her local ostomy nurse at the clinic who advised her to stop using the convex wafer and return to flat. The wound was cultured and the end user was later started on ciprofloxacin 500 mg twice daily for ten (10) days for infection in the wound surrounding stoma. It was reported that the antibiotic therapy has been completed. The end user is currently using silver alginate with another brand barrier over this, and an unknown barrier ring, then pouching. The end user reported she has returned to using the convex wafer because she can get a two day wear time whereas with the flat one, she must change daily or more often. Photographs depicting the reported issue were provided. The end user was provided education regarding the risks of continuing to use the convex wafer.